Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that around (B)(6) 2018, the patient had fallen and the ins got knocked out of place. Since around that same time, the patient has been in constant pain. It was explained that prior to implant of the ins, the patient got left leg nerve damage, which has been causing the patient to fall a lot, and they would have "no sensation". The falls were confirmed to be unrelated to the device and therapy but further clarification needs to be obtained regarding the patient not having sensation. The patient has seen their doctor who had given the patient a "wrap around" to wear to help. A request for MRI centers was made because the patient was also in need of a MRI of their brain because they had a bad fall around the beginning of (B)(6) 2018, at which time they hit their head and went unconscious and were hospitalized for a major concussion. They were diagnosed with post-concussion syndrome. They were redirected to see the doctor to address the ins moving and the constant pain. They were also provided a list of physician listings and a website to find a MRI center. No further complications were reported or anticipated.